Event description:
It was reported that there was a lead migration. There was an x-ray performed and the lead revision was pending scheduling. There was an abrupt change in the stimulation and radiographic evidence showed the leads in a different position versus original placement. The patient was experiencing pain in the original areas of pain that the device was implanted for.

Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97754, serial# (B)(4), implanted: (B)(6) 2013, product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported the patient¿s revision had not taken place yet. Additional information received reported the patient had their lead replacement today. The reporter stated the surgery was uneventful and that one lead needed to be replaced. It was noted the patient was happily receiving good therapy. Additional information received reported the patient¿s healthcare professional did not feel the need to return the lead to the manuf acturer.